Manufacturer narrative:
H6: investigation summary according with this investigation there is not enough information provided from customer like pictures of original packaging in order to determine the root cause of this issue. However, it was noticed that this issue arose from a product sold in japan where all material send to this country is being transshipped by second provider of bd (expeditors) from the trailer box used by flex to a sea container and it¿s known that the main source of damage happens at the time to handle the material (load/unload) that¿s why the evidence of the packaging used will be needed to determine the root cause. Therefore, due to lack of evidence it can¿t be confirmed this nonconformance as a failure mode related to a manufacturing process, because this kind of issues could be generated due to different variables like incorrect handling, transportation or because a not suitable packaging was used (product repackaged within the distributor), in addition the controls to handle remaining material after a partial sell is unknown. By other hand the likelihood to send damaged material by flex is very low due to there are several controls to verify this kind of issues. Because of this, additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors. Also, as part of this investigation a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were reported for the same issue and family. According to the DHR review process, the result showed there were no issues reported like lid broken / damaged issue during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken/damaged for the same part number throughout the last twelve months. H3 other text : see h10

Event description:
It was reported that sharps coll chemo 19gal yellow was damaged. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector. According to the customer's report, the lid was found to be damaged upon arrival.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll chemo 19gal yellow was damaged. The following information was provided by the initial reporter: this is a report about a damaged lid of sharps collector. According to the customer's report, the lid was found to be damaged upon arrival.